Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A head nurse reported that the extrusion did not work while using the system during a procedure. The surgery could be completed manually without any delay. There was no patient harm. No system message was displayed.

Manufacturer narrative:
The system was examined and the reported event was confirmed. However, it was determined that the cause of the reported event occurred due to the wrong program being chosen by the staff. The company representative changed the setting to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).